Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion, output rate issue on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.